Event description:
Additional information was received from the patient (pt). The pt reported based on usage and settings the implant was supposed to last 4 to 6 years. The cause was the internal battery failure. Surgery is scheduled to replace the battery on or before (B)(6)2024. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that on (B)(6) 2024 they went to get an MRI, so they put the implanted neurostimulator (ins) into MRI mode.  They stated they were able to get it into MRI mode, but when they tried to turn it back on to show the MRI technician, "it" wouldn't work and hadn't worked since.  They tried 3 different sets of batteries in the controller, but every time they put new batteries in they were seeing the splash screen and then it would display an end of service (eos) message.   The pt stated they were told and understood that the implant would last 9 years.  The pt also mentioned that about 2 years prior "they were at 50% and were told they were running the stimulation too high to get any relief, so they dropped the stimulation down to less than half".   Patient services reviewed a knowledge article and noted that the eos timing was not expected.  The pt was redirected to see their doctor to determine next steps to address the eos since troubleshooting did not resolve the reported issue.  No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the device status is unknown. As far as patient knows and to their understanding the manufacturing representative asked/unknown from phoenix who was there during their scs replacement, took the implant and put it in a bag which was the last time the scs was seen.